Event description:
On or about (B)(6) 2003, patient was implanted with a braun venatech filter. On (B)(6) 2015, patient underwent a CT scan of the abdomen and pelvis. Examination of the CT scan revealed that both the left and the right posterolateral struts have penetrated through the caval wall.